Manufacturer narrative:
(B)(4). Note: this product is not sold in the us. However, similar products with the same catheter are sold in the us. The 510 (k) number provided is for those products sold in the USA.

Event description:
It was reported the catheter was placed on (B)(6) 2014 in the right subclavian of a (B)(6) y/o male pt weighing (B)(6) in intensive care unit. The pt was receiving blood thinner and fragmin 5000. On (B)(6) 2014, the pt had swelling in their arm. An x-ray was performed and thrombosis was noted. The cvc was removed and a peripheral vein catheter was inserted. There was no delay in treatment and no pt deaths or complications reported. The pt outcome was okay. The flushing protocol is every 12 hours (nacl 0.9%) - exception: without antibiotics therapy: 3-5 ml/h.